Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsx37b13, tsx implant, 3.7mmd, 13mml, lot: 2120033221. G4: premarket identification PMA/510(k) #: k013227.

Event description:
The doctor reports that the dental implants located in dental position number 36 & 37 failed due to nerve damage. The doctor reports in the per that the procedure was not concluded by placing another implants. Pain was reported as a consequence.